Manufacturer narrative:
Device analysis report attached. This report is submitted on february 28, 2023.

Manufacturer narrative:
This report is submitted on january 27, 2023.

Event description:
Per the clinic, the patient sustained a head trauma (specific date not reported) causing infection at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). After few weeks, the patient experienced skin inflammation and was treated with topical antibiotics (specific date and duration not reported). The patient also experienced wound dehiscence and skin breakdown at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.